Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the device is not working as well as it should. The kept stimulation at a lower level because they didn¿t like the stimulation sensation. They take water pills for blood pressure. The patient reported checking the ins and the ins was off. They turned stimulation back on and when they checked the ins again the ins was off. Patient wasn¿t going to the bathroom like they should be and had to cath for 2 weeks.